Manufacturer narrative:
As this event occurred approximately 40 years ago, device, device lot number and medical records were not available. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
While inquiring about an ingredient in a solution, a consumer reported that approximately 40 years ago after using our contact lens product, they experienced red, itchy, and painful eyes. The consumer also experienced anaphylactic shock symptoms. The consumer sought treatment at an emergency room and was treated with epinephrine. The consumer has since recovered. Due to the event occurring over 40 years ago, the hospital has confirmed no medical records are available.